Manufacturer narrative:
The customer reported that the central nurse's station (pu-681ra) auto discharged a patient. No consequence or impact to the patient was reported. Log files were received and sent to nihon kohden corporate for investigation. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: concomitant medical devices: the following device was used in conjunction with the cns. Gz-130pa: serial number ((B)(4)).

Event description:
The customer reported that the central nurse's station (pu-681ra) auto discharged a patient. No consequence or impact to the patient was reported.

Manufacturer narrative:
The customer reported that the central nurse's station (pu-681ra) auto discharged a patient. No consequence or impact to the patient was reported. Log files were received and sent to nihon kohden corporate for investigation. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Details of complaint: the customer reported that the central nurse's station (pu-681ra) auto discharged a patient. The cns log files were received and sent to nihon kohden corporate for investigation. No patient harm was reported. Service requested: troubleshooting. Service performed: analysis of the cns log files. Investigation summary: based on the analysis, the root cause is likely to be accidental discharge by the patient, although not confirmed due to the fact that the log of admit/discharge operation is not available in the current version of the software. The recommended correction is to use the available screen lock function to prevent future accidental discharge. The service history for this customer site shows no subsequent reports for accidental discharge. The overall risk rating is determined to be medium. Additional device information: d10 concomitant medical devices: the following device was used in conjunction with the cns. Transmitter: model #: gz-130pa, sn: (B)(6). Corrected information: report number: the number used for the MFR report number was incorrectly entered as 2080783, when it should have been 8030229. A separate final initial report will be submitted on behalf of the manufacturer, using the correct MFR report number (8030229).

Event description:
The customer reported that the central nurse's station (pu-681ra) auto discharged a patient. No consequence or impact to the patient was reported.